Manufacturer narrative:
The customer contacted the siemens customer care center (ccc) and noted that the quality control (qc) was out of range. Qc testing was repeated, and the results were in range. The customer repeated carcinoembryonic antigen (cea) patient samples, and the initial result for patient sample ID (B)(6) was considered high. The customer stated that repeat testing confirmed the result of 1.4 ng/ml was within the normal range. No other patient sample results were discordant, and no other tests were affected. The customer verified that no instrument errors posted on the event log, and maintenance was up to date. Siemens confirmed that the specimen had sufficient volume and was clear and free of bubbles, foam, clots or fibrin, and was a green top heparin plasma. The cea instructions for use (IFU) indicate that serum is the only recommended specimen. Therefore, confirmed the customers' use of plasma is an off-label use for cea testing.

Event description:
A discordant falsely elevated carcinoembryonic antigen (cea) result was obtained on an atellica im 1300 analyzer. The discordant result was reported to the physician(s). The same sample and analyzer were used to perform repeat testing. The customer informs that a repeat result of 1.4 ng/ml was within the normal range and issued a corrected report. There are no reports of patient intervention or adverse health consequences due to the discordant falsely elevated cea result.